Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the alarm log was performed with no issues found related to the reported condition. Functional testing was performed and revealed that the device operated per specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-67 (supply voltage of cpu circuitry is too low) alarm. This occurred before use. There was no patient involvement. No additional information is available.